Event description:
- -

Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation revealed blood and body fluid throughout the helix mechanism. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular lead was advanced to the right ventricle. It was noted this lead was not sensing appropriately. The device sensitivity was reprogrammed, however the lead still was not sensing. Despite several further interventions, the issue remained. The helix had not been extended. A decision was made to replace this lead; this lead was removed and replaced. Post implant, acceptable measurements were obtained with the replacement lead. No adverse patient effects were reported.

Manufacturer narrative:
Should this lead be returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
- -